Manufacturer narrative:
Device evaluation by MFR: returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. There were numerous bends and kinks to the hypotube. There was a separation in the hypotube at 53cm from the strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. There was blood in the guidewire lumen. Blood and contrast were present in the balloon folds. The balloon was tightly folded. From the separation, the distal end of the device was connected to a toughly and prepped with an inflation device filled with water to inflate the device. The balloon was able to be inflated to rated burst pressure, as well as deflate with no issues.

Event description:
Reportable based on device analysis completed on 08-oct-2021. It was reported that balloon inflation failure occurred. The target lesion was located in the left anterior descending artery. A 4.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, the device was unable to inflate. The procedure was completed with a different device. No patient complications were reported. The patient status was stable. However, returned device analysis revealed shaft separation.